Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedances. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that loss of capture was also observed. The lead was explanted, not capped as previously reported. The patient was doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that during the procedure, the lead was disconnected from the device and tested. High capture threshold was observed.